Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between (B)(6) and the patient's outcome could not be conclusively determined through this evaluation. Heartmate 3 lvas (left ventricular assist system), serial number (B)(6), will not be returned for evaluation as it was not explanted, and no autopsy was performed. Per the account, no further information regarding the event can be provided. The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system instructions for use (rev. C) lists adverse events that may be associated with the use of the heartmate 3 left ventricular assist system, including death. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient passed away on (B)(6) 2020. The cause of death was unknown but was not thought to be device or therapy related.